Event description:
Patient reported right side encapsulated, misshapen, shoulder pain, lump above nipple, burning pain, lymph nodes swollen, and a feeling of heaviness on chest. It was later reported patient worried about the significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-07565. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.